Event description:
It was reported that the customer went to the emergency room with a blood glucose of 60 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. The customer was treated with intravenous fluids. The customer was released (B)(6) 2026.